Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, a fall with a minor head injury, and 14 sec of asystole with no pacing and no intrinsic rhythm. The implantable pulse generator (ipg) exhibited a loss of capture in the right ventricle. The ipg was explanted and replaced, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.